Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 186809: 20 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the femoral bipolar head from the acetabulum (bone). The surgeon revised the bipolar head 3 months after primary. The surgery was completed successfully.